Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that a consumer called to report that distance vision was great, intermediate vision was good, but that reading wasn't so good. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Consumer did not wish to be contacted, but reported if there was no improvement after next doctors appointment, would contact alcon. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient was having trouble with the near vision, distance vision was great and intermediate vision was good but reading wasn't so good. Additional information was requested, but no further information is available. There are two medical device reports associated with this patient. This report is associated with the right eye.